Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and ran it through performance checks: passed. Limit knob works fine. Able to dial down to 0-12 and back up to 41. Vent working within performance specs. (B)(4).

Event description:
The customer reported that the alarms are not working properly. No patient involvement.